Manufacturer narrative:
There was no patient involvement. The heater-cooler device 16-02-80 is not distributed in the USA. However, it is similar to the heater-cooler device 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t displayed an error message during priming. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Further service is not planned for this device, as the customer has not submitted any further complaints about this issue following service. As the issue could not be reproduced, a root cause was not determined. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Device not returned.